Event description:
It was reported that the patient's driveline covering was torn to pieces and there were about 6 inches of the dark wire exposed. The patient had no alarms in their history. There were no other unusual events recorded in the log file event history and the device operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the patient's driveline cannot be confirmed as no photos were submitted. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported hypertension could not conclusively be established through this evaluation. The account submitted log files for review. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 14nov2014. Heartmate ii lvas IFU is currently available. Section 1 of this IFU lists hypertension as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." Additionally, the heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.